Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician used three inpact admiral drug eluting balloons and laser angioplasty in a patient, slow flow was observed. Abciximab was administered as treatment no other sequelae were reported for this event.

Manufacturer narrative:
Evaluation codes conclusion: inherent risk of procedure (prolonged spasm).